Event description:
It was reported that on (B)(6) 2012, surgeon decided to go in and clean out the knee and remove fluid. Cultures were taken but no growth was recorded due to patient being on long term antibiotic treatment. Six weeks after, patient's knee popped open, "pus and yellow chunks came out of knee". Patient saw another surgeon for second opinion and it was determined that patient had an infection and needed a revision. On (B)(6) 2012, the knee implants were removed and patient was placed on a PICC line. Once the infection subsides, he will have another surgery to have a new knee implanted.

Manufacturer narrative:
Additional information has been requested and if received will be provided in a supplemental report.